Event description:
It was reported, to medtronic minimed. That the customer, experienced a critical pump error (open book image), a crack in the back of pump and the pump was exposed to moisture. The customer reported, no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. And the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1884. The customer discontinued using the device. And the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once, the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit powered on with an unexpected flashing medtronic logo. Unit was unable to be downloaded due to flashing medtronic logo. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, pcba2, force sensor, motor assembly, keypad flex connector, lcd flex connector, and j6/j7 connectors. Test p-cap locked in place properly during testing. The following damages were also noted: battery tube threads - cracked, label damage (faded), cracked case (battery tube), scratched case, cracked case-corner of belt clip rails, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, corroded battery tube, and keypad overlay texture damage. In summary, unable to confirm critical pump error (open book image) due to flashing medtronic logo. Flashing medtronic logo confirmed due to moisture damage. Customer concern for crack at backside of pump confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.